Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported two days post implant, that the device was atrial pacing causing arrhythmia. It was also noted that the right ventricular (rv) lead was under-sensing r waves. The device was interrogated and reprogrammed to unipolar sensing and was much better. Both the right atrial (ra) lead and the rv leads remain in use. No patient complications have been reported as a result of this event.